Event description:
It was reported that the patent received inappropriate therapy due to oversensing of noise. The lead was explanted and replaced without adverse consequences.

Manufacturer narrative:
(B)(4).